Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an abrasion under the lifevest equipment. Patient described the area as chaffing under breast area without open or broken skin. There was no alleged device malfunction contributing to the abrasion. The patient, who stated they were a wound nurse, applied triple antibiotic ointment to the abrasion. Outcome of the irritation is unknown as follow up attempts were unsuccessful.